Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No low battery alerts noted during testing. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump was received with broken battery cap. The insulin pump was received with cracked case at display window corners, cracked lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer's blood glucose was 235 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.